Event description:
The customer stated that he was receiving blood glucose readings of 6.0, 5.6, 4.6, 3.9, and 3.7 mmol/l. He just thought that his readings were low. The customer did not adjust medication or allege any adverse events due to the readings. He was able to reset the meter to mg/dl, and no product will be returned.